Event description:
It was reported that the burr became stuck with the wire. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left crown. A 1.25mm rotalink burr and 330cm gw(5pk) flop rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. Furthermore, the guidewire could not cross the burr. The guidewire was snipped. The burr and rotawire devices were removed together as one unit from the patient and the procedure was completed with another of the same device. No patient injury was reported, and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Inspection of the device did not identify any damages or defects. The rotawire used in the procedure was not returned for analysis; testing consisted of using a test rotawire. The wire was inserted through the annulus and was able to be fully advanced and removed from the device with no resistance or issues.

Event description:
It was reported that the burr became stuck with the wire. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left crown. A 1.25mm rotalink burr and 330cm gw(5pk) flop rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. Furthermore, the guidewire could not cross the burr. The guidewire was snipped. The burr and rotawire devices were removed together as one unit from the patient and the procedure was completed with another of the same device. No patient injury was reported, and the patient was stable after the procedure.